Manufacturer narrative:
H3 - device evaluation: lens was returned with moisture and debris on product, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens and debris on lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.50/2.00/91, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a spherical lens of the same length due to lens rotation not associated to a low vault. This exchange resolved the problem.